Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We are filing this report in an over-abundance of caution due to an MDR regression analysis. The unit was never returned for evaluation. The wheel broke off of the device while in use. The end-user fell and re-injured his hip. The incident caused a brief hospital stay and a stint in rehab for 5 days. Historical data for complaints of the same nature was reviewed and found to be very limited reporting with no trend.